Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain that I can no longer sit upright or lie down, pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lower back pain"), myalgia ("muscle pain"), tendonitis ("tendinitis in several parts of my body"), arthropathy ("joint problems"), hot flush ("hot flushes"), insomnia ("insomnia") and asthenia ("no longer have any physical strength"). On an unknown date, the patient experienced road traffic accident ("road traffic accident, fell asleep at the wheel driving at 90 km"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, myalgia, tendonitis, arthropathy, hot flush, insomnia and asthenia had not resolved and the road traffic accident had resolved. The reporter considered arthropathy, asthenia, back pain, heavy menstrual bleeding, hot flush, insomnia, myalgia, pelvic pain, road traffic accident and tendonitis to be related to essure. The reporter commented: essure method has been causing me serious side effects for twelve years since insertion in 2008. Current status: at the moment I am in so much pain that I no longer have any physical strength. I have not wanted to stop work. The insomnia got me in a road accident. I fell asleep at the wheel driving at 90 km. Luckily, nothing happened to me. Can you help me with the procedures to file a complaint? I have been living an ordeal for 12 years, without suspecting essure. For the past 3 weeks, I have had such severe pain that I can no longer sit upright or lie down. I am holding on thanks to medicinal products, which are not good for my health. I saw my doctor again, and I thought about these implants and he said that the problems were certainly from essure. Yesterday, I went to the gynaecological emergency department at the hospital centre. The doctor confirmed all these side effects to me and asked me to make an appointment to have them removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-aug-2021. The most recent information was received on 22-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain that I can no longer sit upright or lie down, pelvic pain / violent abdominal pain in the pelvic area') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lower back pain / problems with the lumbar and sacrum"), myalgia ("muscle pain"), tendonitis ("tendinitis in several parts of my body / tendon problem spread to her elbows and knees / significant discomfort in her heels"), arthropathy ("joint problems"), hot flush ("hot flushes"), insomnia ("insomnia") and asthenia ("no longer have any physical strength"). On an unknown date, the patient experienced road traffic accident ("road traffic accident, fell asleep at the wheel driving at 90 km"), genital haemorrhage ("bleeding"), fatigue ("increasing fatigue") and dysmenorrhoea ("painful haemorrhagic periods"). The patient was treated with analgesics and will be treated with surgery (medical device removal (will take place in (B)(6) 2021.)). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, myalgia, tendonitis, arthropathy, hot flush, insomnia and asthenia had not resolved, the road traffic accident had resolved and the genital haemorrhage, fatigue and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue and genital haemorrhage with essure. The reporter considered arthropathy, asthenia, back pain, heavy menstrual bleeding, hot flush, insomnia, myalgia, pelvic pain, road traffic accident and tendonitis to be related to essure. The reporter commented: essure method has been causing her serious side effects for twelve years since insertion in 2008. Current status: at the moment she is in so much pain that she no longer have any physical strength. She has not wanted to stop work. The insomnia got her in a road accident. She fell asleep at the wheel driving at 90 km. Luckily, nothing happened to her. She has been living an ordeal for 12 years, without suspecting essure. For the past 3 weeks, she has had such severe pain that she can no longer sit upright or lie down. She is holding on thanks to medicinal products, which are not good to her health. She saw her doctor again, and she thought about these implants and he said that the problems were certainly from essure. Yesterday, she went to the gynaecological emergency department at the hospital centre. The physician confirmed all these side effects to her and asked her to make an appointment to have them removed. She also reported that it bothers me to be in a sitting position, as does walking, and it's difficult to her to remain lying down. These extremely disabling difficulties have forced her to take sick leave several times. The removal of the device will take place in (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no abnormalities. Magnetic resonance imaging - on an unknown date: scan of the lumbar region, which did not show any damage or abnormal wear of the lumbar spine. Ultrasound abdomen - on an unknown date: no abnormalities. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: new adverse events reported: bleeding, increasing fatigue and painful periods, lab data added. Surgery to remove the essure is scheduled for (B)(6) 2021. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-aug-2021. The most recent information was received on 27-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('severe pain that I can no longer sit upright or lie down, pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), back pain ("lower back pain"), myalgia ("muscle pain"), tendonitis ("tendinitis in several parts of my body"), arthropathy ("joint problems"), hot flush ("hot flushes"), insomnia ("insomnia") and asthenia ("no longer have any physical strength"). On an unknown date, the patient experienced road traffic accident ("road traffic accident, fell asleep at the wheel driving at 90 km"). The patient was treated with analgesics. Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, myalgia, tendonitis, arthropathy, hot flush, insomnia and asthenia had not resolved and the road traffic accident had resolved. The reporter considered arthropathy, asthenia, back pain, heavy menstrual bleeding, hot flush, insomnia, myalgia, pelvic pain, road traffic accident and tendonitis to be related to essure. The reporter commented: essure method has been causing me serious side effects for twelve years since insertion in 2008. Current status: at the moment I am in so much pain that I no longer have any physical strength. I have not wanted to stop work. The insomnia got me in a road accident. I fell asleep at the wheel driving at 90 km. Luckily, nothing happened to me. Can you help me with the procedures to file a complaint? I have been living an ordeal for 12 years, without suspecting essure. For the past 3 weeks, I have had such severe pain that I can no longer sit upright or lie down. I am holding on thanks to medicinal products, which are not good for my health. I saw my doctor again, and I thought about these implants and he said that the problems were certainly from essure. Yesterday, I went to the gynaecological emergency department at the hospital centre. The doctor confirmed all these side effects to me and asked me to make an appointment to have them removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.